Event description:
Olympus received a medwatch mw5120181 reporting that the single use aspiration needle was used for approximately seven passes into the lymph nodes during a procedure without any indication of an issue. On the last pass, it was noted that the needle tip was unattached from its shaft and in the lung tissue. It was intact and recovered by the physician using bronchial forceps. All parts of the device were inspected and found intact without fragmentation post procedure. The physician also performed a complete airway inspection, ordered a post-procedure chest x-ray, and discussed it with the patient's family in the post procedure conference. Additional information received from the customer clarified that the procedure performed was a diagnostic bronchoscopy with endobronchial ultrasound-guided transbronchial needle aspiration, which was extended by five minutes and was completed with another device. The diagnostic outcome and patient's condition were not impacted by the failure. There was no further harm or user injury reported due to the event.